Event description:
Masks are deflated and will not properly seal on patients face. Customer stated the following: this issue is placing our patients at great risk in the event a code blue is called, the mask will not properly seal on the patients face.

Manufacturer narrative:
The potential to put the patient at risk if not checked before stocking by the patient's bedside. Summary: complaint confirmed via returned devices. The masks are able to be inflated and used properly. The customer was notified of potential causes for deflated masks. Ra: instructions for mask use in combination with RMA-20020 are sufficient risk analysis for the reported product complaint.

Manufacturer narrative:
The potential to put the patient at risk if not checked before stocking by the patient's bedside.

Event description:
Masks are deflated and will not properly seal on patients face. Customer stated the following: this issue is placing our patients at great risk in the event a code blue is called, the mask will not properly seal on the patients face.